Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three months post implant procedure, the left ventricular (lv) lead had a progressive rise to elevated threshold measurements. Reprogramming was done, and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the high lv threshold measurements is believed to be caused by migration of the lv lead. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) battery has drained rapidly due to the usage conditions. The threshold continues to increase, and the patient has been scheduled for a lead revision. The device and lead remain in use. No patient complications have been reported as a result of this event.